Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic. A brief noised sensed on the ventricular channel leading to a one second pause in pacing; the noise was noted on the atrial bipolar but not sensed. There were no other electrical anomalies. The physician elected to continue to monitor the patient.